Event description:
During a lap colectomy procedure, the clips did not close completely. It caused a movement of the clips, not allowing the closing of the vein. The operation was carried out and finished with another device. No pt consequences.